Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient did not adapted to the iol technology. The iol was exchanged in a secondary procedure 1 month, 2 weeks, and 6 days following the initial implant procedure. The clinical reason for the explant was an epiretinal membrane. Additional information has been requested.